Manufacturer narrative:
Section a2 correction no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of a heart transplant. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A log file was downloaded for review and data from the reported event date of 25mar2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue throughout the timespan. The reported event could not be correlated to an issue with the returned system controller. Incidental finding revealed missing backup battery cover screws. Heartmate 3 instructions for use (rev. A) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. A) section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use (rev. A) section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook (rev. C) section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation with the usual waiting list.